Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit intermittent loss of capture (loc). Technical services (ts) was consulted to confirm the intermittent loss of capture (loc) and recommended further evaluation. Additional information was provided indicating that further evaluation was conducted which confirmed the loss of capture (loc) during a right ventricular automatic threshold (rvat) test. Reprogramming settings were applied. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.